Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer's auto feature on their insulin pump was off, and stated that they suspend their insulin pump before taking showers. The customer does not feel comfortable with their insulin pump and decided to return it for analysis.

Manufacturer narrative:
Findings: pump was monitored for 24 hours with multiple basal rate. No buttons or suspend mode on its own anomaly noted during testing. Unit function properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.